Event description:
The customer reported that they have experienced two cracked maxplus on the pt's double port PICC line (this report is for the second of two). The reported feedback stated that "the maxplus valves were changed and again when flushing the valve, these were also cracked and leaking". From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.